Manufacturer narrative:
Date of event: exact date unknown, event occurred about three (3) months ago based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model:sc-2218-70, serial: (B)(4), batch: 16098102 / 16098102.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction suspected. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.